Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2017 for a high blood glucose of 500 mg/dl. The patient experienced nausea as a symptom of her high blood glucose. The customer was treated with a manual insulin injection. Additionally, the customer mentioned that there were multiple cracks by the battery compartment on her insulin pump. During troubleshooting the drive support cap appeared normal. There were no issues with the reservoir, infusion set, or site noted. The high pressure test did not occur. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, minor scratched lcd window and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.